Manufacturer narrative:
A review of tickets found no additional complaints for lot 32847un18, and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the alinity system operations manual provides multiple probable causes for depressed sodium results such as: ict module is expired or the ict module is not performing as expected. Replacement of the ict module is the expected resolution for the complaint issue. Based on the investigation no product deficiency was identified for the alinity c ict sample diluent, lot 32847un18.

Manufacturer narrative:
Complete information for section a. Patient information, patient identifier = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on one patient generated on the alinity c analyzer. The results provided were: (B)(6) 2019 sid(B)(6) initial na= 119mmol/l / 142 / 142mmol/l. There was no reported impact to patient management.